Event description:
On may 3,2006 the lay patient contacted lifescan (lfs) alleging her one touch basic enhanced meter was displaying the not enough blood retest message. The medical affairs specialist (mas) spoke with the patient on may 08,2006 to obtain/verify the following information: the patient takes nph insulin at night and regular insulin before each meal sliding scale based on her meter readings. She said she is a "brittle diabetic". In the night of 2006, she attempted to test with the reported meter several times while having a dry mouth; she could not obtain a result. She continued to receive the not enough blood-retest message. She took nph insulin 15 units and regular insulin 4 units since that was her usual dosage. The next morning at 6:15a.m, while still having a dry mouth, she obtained a result of 521mg/dl. She took insulin based on the meter result and felt better later in the day. She did not seek medical attention. The customer service agent (csa)walked the patient through retesting with the meter and resolved the issue. The meter, test strips, and control solution were replaced. The complaint is reported becaue the patient was unable to obtain a result while having symptoms consistent with hyperglycemia. She took bedtime insulin and the following morning she obtained a meter reading >500mg/dl while feeling her mouth was dry.